Event description:
The user medwatch report indicated that on 09/15/1998 it was noted by extra-corporeal membrane oxygenation specialists that the wrong tubing was in the raceway. Tygon 50 was made in the circuit and super tygon 65 is what should have been in the raceway. The physician was notified and the proper tubing (tygon 65) was placed in the raceway. The pt was off bypass for 5 minutes during the change. There was no pt compromise. There was no product rec'd for complaint analysis.